Event description:
It was reported that the 9800 system made a popping noise then had no image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable and x-ray tube were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.